Event description:
The customer reported that the unit failed to discharge during testing.

Manufacturer narrative:
The customer reported that the unit failed to discharge during testing. The customer evaluated the device, and localized the issue to a failed paddle set. The customer was sent a replacement paddle set to resolve the issue.